Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation. Procedural imagery provided was reviewed and showed severe tortuosity in the patient's right access vessel as well as tortuosity present in the descending aorta. Due to the unavailability of the delivery system, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. During manufacturing, the delivery system and component were both visually inspected and tested several times throughout the process. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All pv testing passed specification. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints. A device history record (DHR) review and a lot history review was unable to be performed as no work order was provided. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the instructions for use (IFU) on valve alignment and proper thv deployment: unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible and lock. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Rotate the balloon lock away from you to lock and towards you to unlock. Lock/unlock symbols are found on the balloon lock. Check delivery system before valve alignment. If kinked, do not use. Caution: maintain guidewire position in the left ventricle during valve alignment. Slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap. Fine adjustment indicator shows how much fine adjustment is left. If additional fine adjustment is needed, unlock and rotate the fine adjustment wheel away from you until part of the warning marker is visible and relock. Note: a gap between the thv and distal valve alignment marker may result in difficulty crossing. An overlap cannot be reversed and may prevent. Proper thv deployment. Note: fine adjustment wheel functions only when the balloon lock is locked and do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Warning: do not position the thv past the distal valve alignment marker. This will prevent proper thv deployment. Additional considerations: compression may be observed in the distal portion of the flex catheter during valve alignment. Diving may be observed between the thv and the flex catheter tip during valve alignment. To correct: move to a different straight section of the aorta (for diving only, if using the balloon catheter, push forward slightly, and then continue pulling back until part of warning marker is visible. If using the fine adjustment wheel, reverse and then continue with fine adjustment until thv is centered exactly between the valve alignment markers. Thv moves in only one direction relative to the balloon. Warning: if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. The complaint for valve alignment difficulty was unable to be confirmed due to unavailability of returned device and /or applicable imagery. A review of DHR, lot history and manufacturing mitigation's did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per report, 'valve alignment was attempted however due to the anatomy it was challenging to find a straight portion and complete valve alignment could not be completed.' Due to the patient's severe tortuous anatomy, it is possible valve alignment was performed in a non-straight section of the aorta, which can cause the thv to become unseated/non-coaxial from the flex tip during alignment and 'dive' into the flex catheter lumen. If the thv is unseated during alignment, this can result in high valve alignment forces thus increasing difficulty with valve alignment. Available information suggests patient (tortuosity) and procedural (valve alignment in non-straight section of anatomy) factors contributed to the reported event. However, a definite root cause is unable to be determined at this time. Since no product non-conformance or IFU/training deficiencies were identified, a product risk assessment and corrective/preventative actions are not required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 29mm sapien 3 valve, valve alignment was attempted, however it was unable to be performed due to challenging tortuous anatomy. The decision was made to proceed as withdrawing the system with the valve would also be challenging. During valve deployment, the valve watermelon seeded proximal towards the pusher due to poor valve alignment. A decision was made to deploy the valve in the descending aorta. A new valve was successfully implanted in the aortic position. The patient was stable post procedure.